Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the header of the device was cloudy prior to implant. The device was not used and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of header discoloration was confirmed. Interrogation of the device revealed the device was above eri when received.